Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum pump's were experiencing false air in line and upstream occlusion alarms during therapy at rates varying from 25 - 700 ml/hr (dose, medication and volumes unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report was initially submitted with an incorrect fei# (FDA establishment identifier). The correct fei# is (B)(4).